Manufacturer narrative:
It was reported that the male (B)(6) patient had a controller prematurely switching a particular battery while it was depleted to 75%. The battery was returned to the manufacturer for evaluation. There was no consequence to the patient reported. Upon evaluation, the battery passed visual and functional testing. Based on the results of the previous manufacturer's internal investigation, field actions (fsca apr2014/2014.1) and changes to the battery internal cell supplier, the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Patients are instructed to always keep a spare controller and fully charged power sources available at all times. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the male (B)(6) patient had a controller prematurely switching a particular battery while it was depleted to 75%. The battery was returned to the manufacturer for evaluation. There was no consequence to the patient reported.